Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc55 staples malformed. The surgeon put some overstitches to complete the case. The device was discarded.